Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported a possible over infusion without any specific information about the event. Although requested additional information has not been provided.